Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the filled the tubing with over 30 units of insulin and was able to see drips at the end of the tubing. Customer's blood glucose level ranged from 378-379 mg/dl.